Event description:
It was reported that a malfunction occurred with the customer's device, indicated by malfunction code 0. There was no adverse impact to the customer's blood glucose level. The customer planned to reset the pump but was at work without access to a charging pad. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.